Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an emergency endovascular treatment (1-debranching tevar) at another hospital for a rupture of chronic dissected thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac). On (B)(6) 2025, a reintervention was performed for a type ia endoleak. An additional debranching for the left common carotid artery was performed, and another ctag ac was placed on zone 1. The endoleak disappeared (separately reported under report number: 2017233-2025-06651). After the reintervention, a CT scan showed findings indicating type iii endoleak due to component disconnection between the two ctags. On (B)(6) second reintervention was performed. Another ctag ac was additionally placed at the same level as the first reintervention. The endoleak disappeared. The patient tolerated the procedure.

Manufacturer narrative:
H6: a review of the manufacturing records indicated the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.